Manufacturer narrative:
The field service engineer found many cell blank and photometer alarms when checking the alarm trace. A hardware precision check was performed and was poor. Rinse and wash solution levels were found to be acceptable and the incubation bath was clean. Cells appeared dry, without droplets. The heat cut filter and reaction cells were replaced and photometer unit maintenance was performed. These actions resolved the cell blank alarms. Precision studies were then acceptable. Calibration and controls passed. The abnormal cell blank alarms started reappearing and calibration later failed for hba1c. The cells were exchanged again to resolve this. The cell blank alarms returned again soon afterward and precision studies failed.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas c 503 analytical unit. The sample initially resulted in an hba1c value of 8.37 % and this value was reported outside of the laboratory. The patient was prescribed blood sugar-lowering medication based on the value but refused to take this medication. The patient had another sample collected at a second facility and this sample resulted in an hba1c value of 4.9 %. The patient complained about the discrepancy in values, so the complained sample was repeated on (B)(6) 2023, resulting in a value of 5.31 %. The hba1c reagent lot number was 61197001, with an expiration date of 31-may-2023.

Manufacturer narrative:
The field service engineer determined there was a blocked vacuum valve. The valve was changed. The tests and analyzer were confirmed to be running back within specifications. The manufacturer of the valve confirmed it was working within specification. Abnormal deposits were isolated as the primary root cause. Additional preventive maintenance measures have been proposed in order to avoid future blockages. The investigation determined the service actions resolved the issue.